Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected found no defects were found. Functional testing and downloaded of the receiver log was attempted but could not be performed due to the device being unable to boot up. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of an overheating receiver. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report the receiver got hot when she plugged it in on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).